Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used to treat re-stenosed previously stented lesion. The reported perforation, hypotension and cardiac tamponade are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted in a re-stenosed non-abbott stent. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is unknown if this contributed to the reported event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
During the procedure in the proximal left anterior descending artery, a 3.5 x 28 xience v stent was successfully implanted. After stent deployment, the physician moved the stent system into the right coronary artery and used the balloon to treat restenosis of a non-abbott stent that was implanted in (B)(6) 2010. During balloon inflation, a perforation occurred. The length of the perforation required two stent grafts. A 3.0 x 16 graftmaster stent graft was deployed and successfully sealed a portion of the perforation, but before the second graftmaster could be prepped and deployed, the patient's pericardium had filled with blood, cardiac tamponade and hypotension occurred. The patient was taken to surgery for successful treatment of pericardial effusion. The patient was transferred to the intensive care unit and is reported as doing fine. Though requested, no additional information has been provided.